Manufacturer narrative:
The other adverse events issues questionnaire was reviewed for potential causes of the reported issue. Based on this review, the incident occurring before the implant of the device and implanting the device at an off-label location have been ruled out as potential causes. The reaction was caused by the adhesive used to secure the lead as the patient has sensitive skin. A curonix representative conducted a review of sterilization and packaging records for the respective product lot; curonix has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The provided information does not evidence that the curonix device contributed to the issue and the reaction is unrelated to the curonix device (no fault found). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in other adverse events issues. Other adverse events issues rates remain acceptably low; thus, CAPA is not required. Other adverse events issues rates will continue to be tracked and trended.

Event description:
The patient reported itchiness, irritation, and redness from the tape used to secure the trial lead. The trial lead pull was performed on (B)(6) 2023 and the patient will not be moving forward with a permanent implant. The commercial team member attempted to contact the patient to obtain additional information. However, the attempts were unsuccessful. No additional information provided.